Event description:
The blood backed up in the IV tubing to the burette while the pump was infusing. The reporter indicated that this had occurred on two other occasions but did not provide specific details.